Event description:
It was reported that when attempting to prime the device before use on a patient, the sheath leaked. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was determined to be unconfirmed because the problem could not be reproduced. The product returned for evaluation was a 5fr microintroducer. Light use residue was observed on the sample. An attempt to flush the microintroducer with water using a 12ml syringe revealed the microintroducer was patent to infusion and aspiration with no observed leaks. Microscopic inspection of the sheath and dilator was unremarkable. Microscopic inspection of the plastic red handle revealed some small gaps; however, no leaks were observed in the region during functional testing. The complaint of leak could not be reproduced; therefore, this complaint is unconfirmed at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that when attempting to prime the device before use on a patient, the sheath leaked. There was no reported patient injury. No other information was provided.